Event description:
Additional information was obtained and indicated that this ICD was explanted and had not been returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. This ICD was interrogated and displayed a fault code for voltage too low for remaining longevity. Boston scientific technical services (ts) discussed the mechanism behind fault code. Also, ts stated that they can obtain save to disk and advised that the device needs to be explanted. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.